Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant upstream occlusion alarms. Evaluation found the lower upstream sensor reading to be below specification. Evaluation also found cracks on the upstream sensor tail pins. Evaluation determined the cause to be fluid intrusion and contamination of the upstream sensor. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion during therapy. It was also reported that there was no patient injury.